Event description:
Tubing is a mini drip set with standard metal pin. Fluid drop is not forming at bottom opening of tis pin. The drop is forming at the top of the pin, where the pin connects to the plastic portion of the drip chamber. Drops are significantly larger than mini-drops.